Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the sky cam tightener shaft (p/n: 286840000, lot #: nw204481) was returned and received at us cq. Upon visual inspection, it was observed that the tip on one side is broken and not returned and the tip on the other side is stripped. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition is confirmed for the sky cam tightener shaft (p/n: 286840000, lot #: nw204481). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number nw204481 was released in a single batch. Batch1: lot qty of 481 units were released on 03 aug 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an anterior cervical discectomy and fusion (acdf) procedure, the surgeon was using the skyline system for the first time. The surgeon did not insert the screw deep enough into the plate such that the cam lock could easily be tightened. Consequently, the surgeon ended up stripping the end of the cam tightener shaft and the other end broke off inside the patient. The piece was easily removed without additional intervention. The procedure was successfully completed without surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). Unknown plate (part# unknown, lot# unknown, quantity unknown). This report is for one (1) sky cam tightener shaft. This is report 1 of 1 for (B)(4).